Manufacturer narrative:
Date of event estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pocket pain at the ipg site. Surgical intervention took place on (B)(6) 2022 where the ipg was revised to a lower position in the same pocket. Effective coverage restored postop.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.